Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to use the smart device's bluetooth settings to remove all other bluetooth devices and restart the paring process, which was successful. No additional patient or event information is available.